Event description:
It was reported that prior to using bd vacutainer® blood transfer device holder, the lot expiration and barcode labels are missing from two tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Retain samples could not be tested for the reported condition of missing label since the retain sample case it is not labeled for commercial use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the specified failure mode: missing label content. Bd was unable to determine a root cause associated with this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® blood transfer device holder, the lot expiration and barcode labels are missing from two tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.